Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Customer quality investigation: the device was not returned. A photo-investigation was performed on the image . Upon inspecting the images provided, the complaint condition can be confirmed since the screw head was damaged and visibly stripped. However, the root cause for the breakage and stripped condition cannot be determined based on the available images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: dzl. The physical manufacturer and the UDI of both ip's yield no result under sap. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Reporter is a j&j employee. Reporters state: (B)(6). Clinical code injury. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when the screws were placed on the orbital plate (ref 04.503.343) the screw heads disintegrated / cracked. It was tested with 2 units and the same problem occurred in both of them, they changed the reference and everything went well. It was also reported that in order to remove the screws, they had to pull them with a pliers because it was very difficult to remove them. The orbital plate was crooked and misplaced, the screws had excessively damaged in that area. The surgeon took more than 40 minutes to remove the 2 screws. The screws were removed and replaced with screws of different type and length were placed (self-tapping instead of self-drilling and l10 instead of l8). This report is for one (1) ti matrixmidface screw self-drilling 8mm. This report is 2 of 2 for (B)(4).